Manufacturer narrative:
The photo of the device involved in the event was provided. The provided photo of the device was examined and the repeatability test (tensile strength testing etc.) Was conducted using reserved samples with the same lot number as that involved in the event. Also, the investigation was conducted by reviewing the records of the manufacturing processes of the IV catheter with the same lot number as that involved in the event, and it was confirmed that there were no manufacturing processes that caused or contributed to the event, and there were no manufacturing records of visual inspections that showed the cause of or contribution to the event. Judging from this examination, a possible cause of this fracture is that a sharp object (such as inner needle) came into contact with the catheter or that repeated bending of the catheter occurred during the indwelling because of insufficient fixation of the device to a patient's body. This resulted in a decrease in tensile strength of the catheter to a point where the catheter could not withstand the pull force and fractured.

Event description:
On (B)(6) 2015, at a hospital in (B)(6), it was reported that supercath5 safety i.v. Catheter was found to be fractured by the confirmation of the device because of the insufficient flow during an infusion. The fractured portion was soon removed from the patient's body by a nurse. There was no reported patient injury as a result of this event.